Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the cause of the reported thermal event. The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 controller/personal diabetes manager (pdm) had exhibited rapid battery drain and becomes warm. The patient's legal guardian (lg) noted the remaining battery in the pdm was approximately 25% after only a few hours of use. The patient's blood glucose level had increased to 400mg/dl; the lg did not think this was related to the device issue. No information regarding treatment was provided. No medical assistance was required. A replacement pdm was issued to the patient.